Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was no longer able to communicate with the patient controller or clinician programmer following an ipg repositioning procedure (reference MFR report: (B)(4)). Reportedly, patient had no stimulation. Troubleshooting was unable to resolve the issue. As a result, patient underwent surgery on (B)(6) 2017 to his ipg replaced. Effective therapy was restored

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.